Event description:
The pt was implanted with a siltex low bleed gel-filled mammary prosthesis on 01/01/1992. Subsequently, the pt experienced a rupture of the device, pain and swelling. The device was removed on 11/16/1998.